Manufacturer narrative:
Per the tandem user guide: "the dexcom g6 cgm only allows pairing with one medical device at a time (either the t:slim x2 pump or the dexcom receiver)". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, the customer had connected to the dexcom receiver instead of the pump. The pump and transmitter regained connection. No additional patient or event information was available.